Manufacturer narrative:
G3.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 563 mg/dl. Elevated bg was address by correction injection of manual insulin therapy.